Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported finding the needles to pocket the insulin under the skin. Does not pinch up the skin. Completes a flow check. Consumer reported finding a few to clog during injection but not the flow check. Consumer reported 1 additional pen needle from this box gave her a bruise. Lot # 4030414. Catalog# 320550. Date of event unknown. Sample status awaiting sample unused from this box.